Event description:
Procedure: kidney/adrenal grand. Reportedly, components of the device disengaged from the jaw during the procedure. Small amount of bleeding was noted but the tissue was reinforced with another device.